Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had disconnected from the header of the device. Surgical intervention was performed and the ra lead was inserted back into the device. The ra lead remains implanted and in service. No additional adverse patient effects were reported.